Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touchscreen was timing off sooner than expected. There was no adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.